Event description:
Hospital data management connectivity software for diagnostic devices - if an operator does not save or clear before re-entering the sample queue a mismatch can occur between sample demographic info and results.